Manufacturer narrative:
The recipient's device was explanted. The recipient was not reimplanted.

Event description:
The recipient reportedly experiences pain with device use and is a non-user of the device. Revision surgery is scheduled.

Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experiences pain with and without device use and is a non-user of the device. Revision surgery is scheduled.